Event description:
Device alaris pc 8015. This machine was recalled and the company did replace the brain of the equipment, however, it still is not working correctly interfering with the ability of the pt to sleep for more than 1 hour and causing the nurses to spend half their time answering calls to fix the problem that is still occurring with the machine. I tried using the email address affixed to the site titled. Carefusion recall of alaris pc units model 8015 classified as class I recall (B)(6). Below is what I sent to alaris via email to (B)(6). Dear (B)(6) I hate to tell you but whatever changes you made to the alaris 8015 pump does not work very well. I am sitting and have been for the last 3 days with a pt from 11:00 am until 11:00 pm and the machine clogs up at least once every hour with "air in line." This happens throughout the night up to at this point, one night 19 times. With the pt being on the pump for 12 days, this beeping does not allow the pt to sleep. By not being able to sleep, this, therefore, interferes with his ability to heal. I feel that this is a serious problem yet and something needs to be done about this, still current problem. The pt will remain on the pump for 45 days and possibly more so this inability to sleep properly at best will slow down the healing progress at worst could cause the body to reject the transplant and possibly death in the near future if this problem is not solved, and quickly. The nurses here are all complaining. I can see that they spend half their time answering calls of the beeper going off, stopping the medication. It sometimes takes up to 15 minutes to get the medication started from the time the beeper goes off and I find this unacceptable and do not feel that you actually made changes "sufficient to fulfill it's-your- remediation obligations". I am at (B)(6) on the (B)(6), which is for bone marrow and double cord transplants. This makes the proper operation of this type of equipment very critical. A copy of this is being sent to the FDA. Sincerely, (B)(6), used since (B)(6), 2011 to date and will be used continually until becomes effective as little as 45 days possibly longer. Dates of use: (B)(6) 2011. Diagnosis or reason for use: double cord transplant medication administration.